Manufacturer narrative:
Results of investigation: the ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 215 hours of extended tests at the customer¿s settings. The ventilator failed the troubleshooting final test for non-conformances with the tidal volume, flow test 3, the tidal volume, and the flow test 4. These slight non-conformances would not result in a failure to ventilate properly. Per customer request, this ventilator was sent back unrepaired and is not for patient use until the proper repairs have been performed. Event trace log review: a review of the event trace log was performed, in which the log was dated from (B)(6) 2017 to (B)(6) 2018, with a total of 455 records. On the day of the reported incident ((B)(6)2018), the event trace log shows the ventilator was in use on this day until noon. The review of the event trace revealed one ¿tbn estp¿ condition that occurred on (B)(6) 2018. The event trace log review cannot determine the root cause of the ¿tbn estp¿ condition. All other event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that a patient passed away while connected to an ltv ventilator, and the ventilator did not alarm. The customer reported that they do not know which ventilator the patient was on at the time of the reported issue.